Event description:
Information was received from a manufacturer representative regarding an implantable neurostimulator (ins) that experienced a power on reset (por). The patient woke up during the night because the symptoms returned. There was a loss of therapy. The patient noted that her ins was off. The patient tried to activate it but it was not possible neither with the patient programmer or recharger. The last time the patient loaded the ins was two days earlier. Regarding the factors that may have led or contributed to the issue, it was reported the patient had good compliance, denied accidents or injuries, and that she had not been exposed to any radiation or interference. It was noted the ins was well palpable. There was no telemetry possible with the programmer, recharger, and physician programmer and the manufacturer representative started the physician recharge mode. After 60 minutes, the recharger showed por. The physician programmer showed: "ipg battery is empty. Exchange". It was possible to load the ins with very good efficacy (eight coupling bars) in a normal recharge mode. It took 1.5 hours to reach 25 percent. After that, telemetry and impedance measurement were possible. All impedances were okay. The ins was programmed in less than 3 minutes (after por the timer needed to be set again, but the programs were still stored). When telemetry was finished the battery ran out of power very quickly and the ins turned off. The charging process was started again. The physician would like to decide the next steps (maybe replacement due to a defective battery). The physician was not willing to wait to see if the capacity recovered to nearly normal levels after some recharging. The ins was replaced on (B)(6) 2017. Review of the device data indicated the last date the patient ever recharged the ins was on (B)(6) 2014. It was charged up to 63% (3.840 volts). The ins went into sleep mode just prior to the overdischarge due to lack of recharging by the patient on (B)(6) 2014. The stimulation was on when it went into sleep mode, which automatically turned the stimulation off. The ins then continued to discharge into overdischarge. It was estimated the ins went into overdischarge on (B)(6) 2015 (83 days after it entered sleep mode). The ins was recovered from the overdischarge on (B)(6) 2017. The patient used stimulation 24/7 from implant up to the point where she let her ins go into overdischarge. The ins was never recharged by the patient after (B)(6) 2014 and the patient never had stimulation after (B)(6) 2014. The 0x2608 por code was observed. Nothing was seen in the diagnostics indicating there was problems or failures with the ins. The overdischarge count was one. It was recommended to explant the ins because it had been in overdischarge for 2.5 years. It was likely that the battery had been damaged to a degree where it would no longer hold sufficient charge to provide reliable therapy.

Manufacturer narrative:
Analysis of the ins found no significant anomaly. The ins battery had reduced capacity due to overdischarge. The ins was received with an overdischarge count of one. If information is provided in the future, a supplemental report will be issued.